Manufacturer narrative:
H4: lot manufactured between august 12, 2019 to august 14, 2019. H10: the device was received for evaluation. A visual inspection was done and observed reddish-brown particle measured to be 0.15 to 0.30 square mm in size, embedded in the material of the tubing line. The particle matter (pm) was not in the fluid path because it was embedded in the material of the tubing line. The pm was further analyzed via spectroscopy test and determined to be polyvinyl chloride (pvc). Pvc is the raw material of the device tubing line. The reported condition was verified. The direct cause of the condition could not be determined, however fragment of burnt pvc can potentially be embedded in the material of the tubing during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in a small volume intermate. The particulate was described as a "red dot in tubing near injection port". There was no patient involvement. No additional information is available.